Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The instructions for use prescribes the proper method of placement for this product to avoid undue injury to the pt and damage to the product. The IFU states in the adverse event section: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, seroma, abscess, fistula formation or scarring which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through the vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence."

Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, significant mental and physical pain and suffering and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.